Event description:
It was reported that at the user facility the universal handswitch broke during use. No further information was provided by the user facility.

Event description:
It was reported that during the sterilization process at the user facility, the universal handswitch broke. It was reported that there was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.

Event description:
It was reported that during the sterilization process at the user facility, the universal handswitch broke. It was reported that there was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
It was confirmed by the quality engineer through visual inspection the plastic was broken off the lever of the handswitch. The device was discarded by the user facility.